Event description:
It was reported that the customer's insulin pump was crack on the battery compartment. The customer's blood glucose was 197 mg/dl. The customer stated that the insulin pump was not bumped or dropped. The customer stated that the drive support cap did not appear to be damaged. The customer was unaware of how the damaged occurred. Advised customer to return the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
Cracked battery tube threads and minor scratches on display window noted during visual inspection. No button response due to flattened dome switch on act button. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.